Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing duplicate pocket address in the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6). Was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate pocket address errors were detected on the drawers. The field service engineer cleared duplicate address hardware errors, manually pushed a firmware update via rss, rebooted the medstation, and assisted rx in reloading ejected medications back into the station. The fse installed new slide bumpers on the slide rails for main fh (full height) drawer 3; main hh (half height) drawers 5.1, 5.2, 6.1, and 6.2; aux fh drawer 1; and aux hh drawers 3.1 and 6.1. Additionally, replaced the 7-drawer pyxis bus cable on the auxiliary medstation due to an exposed wire causing sparks. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d concomitant med prod data section e initial reporter facility name part analysis: the report condition of "duplicate pocket address for (B)(6)" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse resolved duplicate address hardware errors, manually deployed a firmware update through rss, and rebooted the medstation to restore normal operation. Assistance was provided to user in reloading medications that had been ejected from the station. Additionally, new slide bumpers were installed on the slide rails of main fh (full height) drawer 3, main hh (half height) drawers 5.1, 5.2, 6.1, and 6.2, auxiliary fh drawer 1, and auxiliary hh drawers 3.1 and 6.1. The fse also replaced the 7-drawer pyxibus cable on the medstation after identifying exposed wiring that had caused sparking. During dchu visual inspection: pn 121085-01: the "assy cbl pyxibus 7 drawer" was received with exposed copper strands and black marks. During dchu testing: pn 121085-01: no further tests were deemed necessary due to thermal damage on pyxibus cable observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 7 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was showing duplicate pocket address in the station. The customer stated that there was a delay in patient care. As per part investigation, it was determined that faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.